Event description:
The device was returned due to a defective front case. The results of the investigation found that the downstream occlusion (dso) seal and air sensor had a heavy amount of glue stuck to them. There was no patient involvement.

Manufacturer narrative:
B3: (B)(6) 2025 was the reported year and month of the event, but the exact day not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which that the downstream occlusion (dso) seal and air sensor had a heavy amount of glue stuck to them. The dso seal and air sensor were replaced to fix the issue.